Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter had an issue related to seeing three dashes on the device's display. The patient tests his blood glucose at least once a day. He takes lantus insulin but the details of his medication regimen were not provided. The patient obtained the reported meter on two days earlier, via an appointment with a doctor. The meter was brand new. The reporter stated that several people had tried to figure out how to use the meter. During troubleshooting with the one touch customer advocate (otca), the reporter saw the three dashes while viewing the meter's memory. When the reporter inserted a test strip, a code number appeared. It is not clear as to whether the patient or anyone else was able to test with the device prior to calling lfs on two days later. On an unspecified date/time after the alleged meter issue began, the patient developed symptoms of feeling tired, weak, and irritable. The patient also did not have an appetite and his eyes hurt whenever he tired to watch tv. While speaking to the otca, the reporter stated that the patient "doesn't know how much insulin to take". It would have been helpful to know the following information: the patient's medication and diabetes management regimens, if the patient adjusts his medication dosage(s) based on his meter readings, and if the patient made any changes to his regimens because of the alleged meter issue. In addition, it would have been helpful to know what date/time the symptoms developed, what actions the patient took before, during, and after the symptoms developed, and what actions the patient took before and after the meter issue began. The otca walked the reporter through setting up the meter's settings. The reporter also performed a control solution test that passed. The meter, test strips, and control solution were replaced. Although there is no evidence that the meter was working improperly, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with severe hypoglycemia after the alleged issue began. The patient reportedly unable to test for approximately 1-2 days because of the reported issue. Also, according to the reporter, the patient did not know how much insulin to take.